Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom sys error 105 caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 322". It was also reported that there was no pt incident.